Manufacturer narrative:
Date rec¿d by MFR: 16apr2019. The manufacturer¿s international service technician could not duplicate the reported alarm issue. However, the occurrence of the error was confirmed in diagnostic report. The manufacturer¿s international service technician replaced the cpu board to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 21jun2019 .date received by manufacturer: 17jun2019. A central processing unit (cpu) printed circuit board assembly (pcba) was return for analysis. During further investigation (fi), a visual inspection of the cpu pcba revealed no evidence of anomalies. The returned cpu was installed into a known good test ventilator unit; the unit was booted into normal operation mode and checked for alarms and errors. The test ventilator booted up and delivered breaths. Cycling the power on and off did not generate any errors. The diagnostic report (drpt) was reviewed and two (2) instances of 1104: post backup audible alarm failures was confirmed. No other failures was noted. The cpu board was installed in an fi test ventilator in an attempt to duplicate the reported problem. The test ventilator powered up from ac, delivered breaths and the ac led indicator turned on. The test ventilator did not generate the 1104 diagnostic code. Power on self test (post) was executed for 12 hours and no failures occurred. The audio piezo buzzer (ls1) was removed from the cpu pcba, opened, and a visual inspection of the interior was performed. During the visual inspection, suspected residual flux across ls1 pcba was noted. A connection to piezo affixed to pcba and housing was noted. Lead damaged during opening of casing, measurement unaffected. Root cause: unable to replicate post error code. Inspection revealed ls1 resistance out of specification. Confirmed resistance failure of ls1. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25march2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a "check vent: backup alarm failed" alarm occurred. The device was in use however, no patient or user harm was reported. Event date not specified, estimate used.